Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and after the implant, there was access site bleeding. The site was redressed and the bleeding resolved. Additionally, the pump came into the aorta and the staff was unable to advance the impella. The impella was replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues and the access site bleeding ¿ minor issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding - minor is most likely due to use as the bleeding resolved when the site was redressed. The root cause of the positioning issue is most likely due to use as the pump was pulled back into the aorta during CPR.